Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of the balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2025. During the procedure, the balloon burst inside the patient. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of the balloon burst. Block h11: investigation results- the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was torn longitudinally. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The returned balloon was found torn longitudinally. The balloon tear could have been interpreted by the customer as the reported event of a balloon burst. The tear is likely to have occurred due to factors encountered during the procedure such as excess pressure. Also, it is possible that there was interaction with any kind of a sharp surface during or previous to the procedure that could create friction on the balloon, causing the longitudinal tear. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation ballon was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2025. During the procedure, the balloon burst inside the patient. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.